Event description:
It was reported by the customer that a pyxis medbank system validation code not working. The customer stated that the malfunction was occurred when they trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the validation code not working. The technical support specialist called customer and she stated that she found the medication in another cart. Issue resolved. Serial number, UDI and manufacturer date were kept blank and requested technical support specialist for the affected device serial number. The system functioned as intended after the technical support specialist troubleshooted the device.